Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not estabalished. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was was reported that the endoscope reprocessor exhibited the device sensor was covered with debris, a field service engineer was dispatched to the customer site and the device was cleaned and reconnected then tested the device and returned to service. The event occurred at reprocessing. There were no reports of patient involvement.